Event description:
On (B)(6)2025, an hcp reported the user experienced hypoglycemia (bg 53 mg/dl) at the clinic after the ilet corrected a high of 287 mg/dl. The user was treated on site and not hospitalized. No long-term effects reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.